Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the customer in australia that during an arthroscopic shoulder stabilization surgery on (B)(6) 2022, it was observed that two 4.9 healix adv sp biocomp ce devices broke upon insertion. All the broken fragments were removed without any intervention. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the anchor was broken in multiple pieces; therefore, this complaint can be confirmed. It was not possible to see the condition of the entire device. A manufacturing record evaluation was performed for the finished device lot number: 8l30946, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to determine the root cause. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. The damage in the suture card could be related to procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment, or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not to apply a bending force to the inserter, this can damage the anchor or inserter tip. When hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. In hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 92 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.